Event description:
The reporter claimed that the subject pump was hot to touch and powered itself off after the verify screen alarm went off. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. There was no report of patient impact associated with the alleged issue. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
(B)(4): on investigation, the black box did not show any evidence of power loss and the pump powered up without any issues. There was no heat damage to the inside or outside of the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The pump was evaluated and found to be operating within required specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.